Event description:
Dr. Was placing an epidural on this patient. We have a substitute product right now. He did not think that it has adequate markings to indicate the depth of placement - (only 10cm), so he was having to work somewhat blindly after he had inserted the catheter that far. He was not happy with the placement and chose to remove the catheter. When he removed it, a section that was in the patient came out shredded. Epidural was placed with a new kit. FDA safety report ID# (B)(4).